Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the device was returned with its trigger partially engaged and a clip partially loaded incorrectly in the jaws of the device. The rotation tab was bent. The returned sample appears used as there is biological material present on the device. Teleflex (B)(4) performed an initial visual inspection, but did not perform a functional inspection. Reference attached file (B)(4) for investigation photos and file (B)(4)_(B)(6) investigation for teleflex (B)(4) investigation. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The trigger cycle was completed and the partially loaded clip released. Another attempt was made and upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device due to it getting stuck in the rotation tab slot. The clip was manually removed and the device was disassembled to inspect the internal components. Other remarks: upon disassembly, no further damages were observed. The damage found to the rotation tab would prevent clips from properly loading. The sample was received with 3 clips remaining indicating that 12 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was confirmed based upon the sample received. One device was returned. The device was found to have a bent rotation tab which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 3 clips remaining indicating that 12 clips were fired by the end user. Upon functional inspection, it was found that the clips couldn't load properly due to the bent rotation tab. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The complaint states: the clip was already closed when it was loaded into the jaws. Therefore another auto endo applier was used instead. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: the clip was already closed when it was loaded into the jaws. Therefore another auto endo applier was used instead. There was no reported patient injury.